Event description:
An attempt to advance a coronary stent with delivery system to the target lesion site in the pt's left anterior descinding artery using the radial approach was unsuccessful. The physician attempted to advance the sds through a 6f guide catheter with the sheath retracted. Subsequently the stent became dislodged from the balloon catheter and embolized within the radial artery. The stent was successfully retrieved using a snarewire. Subsequently, the physician deployed two add'l sds's via the femoral approach. There were no clinical sequelae reported relative to this event.